Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a lead that was poking through their "heart fat". Follow up with the patient's clinic indicated that there was a perforation of the atrial lead that resulted in a small pericardial effusion. The atrial lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.